Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, eccentric and 100% stenosed mid left anterior descending artery. A 1.2 x 6 mm mini trek balloon catheter was advanced to the lesion; however, it ruptured during the first inflation at 3 atmospheres. A non-abbott balloon catheter was used to further dilate the lesion and a xience xpedition stent was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.